Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of cellulitis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR represents the ae of cellulitis. An additional MDR was submitted to represent the ae of hematoma. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent ventral hernia repair of abdomen using an abdominal incision. 1 piece of galaflex was used. Concomitant procedures included liposuction to back and abdominoplasty. On (B)(6) 2017, cellulitis of abdomen was reported. Patient was hospitalized (unknown date) and placed on medication beginning on (B)(6) 2017 (keflex). Resolution of cellulitis was not documented until (B)(6) 2018 follow up visit, with unknown outcome. Review by medical affairs identifies the adverse event as likely related to the device and serious.